Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 25 mg/dl. The customer was hospitalized for dialysis. The customer stated that they had a no delivery a alarm and a missing bolus in the alarm history. The customer's doctor stated that the customer's insulin pump should be replaced. The customer stated they had been off the insulin pump, but did not provide how long they had been off the insulin pump. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.